Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6)-year-old (B)(6) male patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that findings from a transthoracic echocardiogram (tte) showed a rupture within the heart. The physician suspected the patient had developed a heart tamponade. An echocardiogram (echo) showed blood was stored in the pericardium. The inlet part of impella was in the pericardium and the outlet was in the left ventricle. The physician was unsure whether the impella had penetrated the left ventricular wall or whether it had moved forward due to a rupture of the left ventricle. Soon after the patient was moved to the incentive care unit and expired. Per the physician the cause of death was due to heart rupture. It is unclear whether it was related to impella.